Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported a patient underwent a procedure to remove a piece of guide wire from the knee joint. Patient had undergone an arthroscopic procedure seven days prior. The guide wire was found via x-ray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.